Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01930. It was reported that a rotawire fracture and vessel perforation occurred. The procedure was indicated as the patient had previously been turned down for surgery. A non-bsc heart pump was placed during the procedure. The target lesions were in the severely tortuous and severely calcified left anterior descending (lad) and left circumflex (lcx) arteries. The lad was treated with rotational atherectomy using a rota wire and a 1.5mm burr. The physician then went to the lcx. The lcx lesion was an area of instent restenosis of unknown stents that had been implanted for a long time. The rotawire was down in the lcx and it is believed that the wire had some slack and was kind of loose over itself in the left vein. The 1.5mm burr came into contact with the wire and sheared the wire off. The burr then perforated the distal left main in the ostium of the lad. The physician attempted to place a non-bsc covered stent; however, the stent was unable to go to the patient. The patient was transferred for emergent bypass surgery to treat the perforation. The wire fragment was unable to be located in the lcx or lad and was not able to be retrieved during surgery. No further patient complications were reported. The patient was still on heart pump support following surgery, but is doing well.